Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, upon opening the aq hydrophilic coated dilator, an unknown powder was discovered on the product. As a result, the device was subsequently not used during the insertion of the nephrostomy catheter procedure. The customer confirmed that there was no patient contact; accordingly no patient adverse events resulted from the product problem. The device has been received for evaluation, but the investigation is still pending as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control data, specifications, and visual inspection/ dimensional verification of the device was conducted during the investigation. Physical examination of the complaint device confirms that coating appeared slightly white in color near the proximal end of the coating length, and near the center of the coated portion. Coating felt rough in these areas. Coating length was within specification and no substance rubbed off of the device when the device was felt with gloves. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record showed no nonconforming events for lot 807395. Also, it should be noted there were no other reported complaints for this lot number. The dilator was returned and was found to have a small white discoloration on the surface. No retraining was necessary as it is unknown if the speck was an inconsistence in coating or damage obtained from shipping or handling of the device. The root cause was found to be inconclusive. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.